Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after an infusion of zofran the clinician was flushing the line with ns when they noticed the tubing pulled air and leaked. There was no patient harm.

Event description:
The customer reported that after an infusion of (B)(4), leaking was noted when connecting a ns flush. The zofran did not reach the patient so the dose was re-administered. Information received with the product noted air was being pulled in at the connection with leaking of the zofran. There was no patient harm.

Manufacturer narrative:
The customer's report of leaking when connecting a ns flush was confirmed. Visual inspection (including use of microscope) observed a break on the vented spike component. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Functional testing was not performed due to the obvious result that fluid would leak due to the breakage. The root cause of the leak is the vented spike being broken from the set. The root cause of the breakage was external lateral/leverage force applied to the component.

Event description:
The customer reported that after an infusion of zofran, leaking was identified when connecting a ns flush. The zofran did not reach the patient and the dose was re-administered. Information received with the product noted air was being pulled in at the connection with leaking of the zofran. There was no patient harm.